Event description:
Per the clinic, the patient's wound from the previous baha connect system failed to heal properly, with persistent discharge, tissue breakdown and soft-tissue overgrowth, and was associated with wound infection and suture failure. The patient underwent three skin revision surgeries to close the wound, including plastic surgical intervention and skin mobilization; however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2025 and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.